Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins in the device were replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to verify that their device experienced multiple inappropriate losses of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.